Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, skips the start up screen when powered on and goes directly to the screen displaying care areas, which was observed during evaluation as a white screen for several seconds prior to the screen displaying the care area at power up. This condition was determined to have been caused by a failed input/output printed circuit board (I/o pcb). The I/o pcb was replaced.

Event description:
It was reported that a spectrum pump skips the start up screen when powered on and goes directly to the screen displaying care areas. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). This MDR was initially reported due to the absence of event information. Upon evaluation of the medical assessment, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2015-10129 can be removed from the FDA database.